Event description:
The pt is reportedly experiencing performance issues and facial nerve stimulation. External equipment was exchanged and programming changes were made, however, this did not resolve the issue. Revision surgery will be scheduled.